Manufacturer narrative:
Complaint confirmed. The plate was received broken in two fragments. Evaluation reveals the plate bent and then broke. The plate was found to meet dimensional and material specification. The most likely cause is the application of an external mechanical load to the plate post-implantation.

Event description:
It was reported that two months after surgery the patient went to the surgeon for consultation due to pain. An x-ray was performed and it was confirmed that the plate that had been put in the clavicle was broken. It required a second surgery to remove the plate and replace it. Update 12-feb-2019: the second surgery was done a couple weeks ago with the exact not yet determined. Further information requested. Update 13-feb-2019: the first surgery took place on (B)(6) 2018. It was finished successfully without any problem. The plate used was the ar-2653cr with batch number 5261640. A few months after surgery the patient felt pain and came for a consult. They made an x-ray and found that the clavicular plate was broken. A second surgery was performed on (B)(6) 2019. It was performed by the same surgeon as the first surgery. The patient's broken plate was removed and replaced by a new one from the same part number and different batch number (ar-2653cr batch number 5261726). Since the day of the second surgery no complaints have been reported.